Event description:
After implantation of the device, a report from the proctor present was made to intrinsic that stated, "upon removal of pusher, surgeon immediately stated that he needed to remove the device due to nerve root incarceration". Discussions with the proctor present identified that the mesh caught/pinched the nerve root on the insertion of the barricaid device and drew the nerve root into the disc space along with the mesh of the implant. No issues with nerve root retraction were noted during the preparation for implantation. Neuromonitoring was normal throughout surgery. The removal tool was used to remove the implant and free the affected nerve root.

Manufacturer narrative:
The physician did not report any patient conditions that are unusual for a discectomy with or without barricaid device during a follow-up.